Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 378 mg/dl; cause was not known. Mild/moderate ketones were present. Customer slept through elevated bg and contact assisted the customer. Infusion set site was changed, pump removed and insulin injection administered. Recommendation was made for the customer to discuss the event with a healthcare provider.